Manufacturer narrative:
(B)(6) registry. Exact date of event is unknown. Exact date of implant is unknown. The main component of the system. Other relevant device(s) are: vamc3834c150tu, sn unknown. Vamc3632c150tu, sn unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2016, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: distal type ib endoleak. No further information is available for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.